Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, version #: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. An inaccuracy was reported. The blue percutaneous pin adapter frame was used. The first image acquisition was taken and the screw was placed without issue. The surgeon then went to the place another screw and they felt like something was off, but checked accuracy on the spinous process and looked fine superficially. The surgeon proceeded to place 3 more screws. Upon post operation image acquisition, it was determined the last 3 screw were placed incorrectly. After reviewing the reference frame, it was thought the frame must have been bumped because the position was locked in-between setting (not at a clicked in position). The surgeon was going to revise the screws using a c-arm. Imaging and navigation were aborted for the revision part of the case. The manufacturer representative reviewed the reference frame did not appear to be damaged. The issue resulted in a one hour or more procedure delay. No further complications were reported/anticipated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the imprecision was less than five millimeters at the tip of the 3 screws.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis determined the reported behavior was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.